Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. No further complications have been reported. Explanted date - still implanted. This report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00065 / 00066).

Event description:
It was reported that while adjusting the position of the device during implantation, a section appears to have broken on x-ray. Patient outcome: no adverse effect reported as a result of this event.